Event description:
It was reported that the device reached possible premature battery depletion. The device was explanted and replaced. The atrial lead had increasing impedance and a decrease in threshold. During the device changeout, the atrial lead was to be revised. During the revision, the atrial lead was tested with the analyzer and there were no issues noted. The atrial lead is still in use. The physician then noticed that there appeared to be an insulation problem with the left ventricular (lv) lead. The lead was repaired with silicon and sleeves and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 419488 implantable pacing lead, 2006 (B)(6); 5076-52 implantable pacing lead this model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in that field action and analysis is pending. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.